Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported that while using the night aligners they went to the doctor of dental surgery and was instructed they needed a crown. The patient provided a letter of recommendation stating it can wait and can continue with aligner treatment. The clinical support teams had a meeting regarding the patient's bite, he is not able to bite more on the back teeth, and states the front teeth are touching causing his back teeth to not touch. He states before treatment his lower front teeth went over the upper front teeth (class iii underbite) and his back teeth were touching.